Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported st elevation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a left atrial voltage mapping procedure, st elevation occurred. Following introduction of the catheter into the left atrium, st elevation was observed on the ECG and the patient experienced chest pain. The patient was provided extra oxygen and the pain ceased and the ECG normalized before the end of the procedure. The procedure was able to be completed with no patient consequences. There were no performance issues with any abbott device.